Event description:
Additional information received from the patient reported that there was a loss or change of therapy. The patient was having incontinence. If she did not wear padded underpants, then she would go through 3-4 pairs of pants sometimes, not consistently. The last time the patient reported issues, the settings were reset and the symptoms seemed to only get better for a couple of days. Nothing seemed to work and she did what she could. She reduced the fluid intake and used vaginal suppositories that were compounded for her. 2 days ago she increased the voltage to 5 v from 4-something before. When it was increased voltage was really strong when the patient programmer (pp) was over the implantable neurostimulator (ins) and it was uncomfortable. As soon as she took the pp off the ins stimulation calmed down. She could feel it and she could live with 5 v. She felt very little discomfort but she could tolerate it, but increasing stimulation did not help the symptoms. The patient was scheduled to see the doctor this month. She was told that the doctor was a big specialist in the device. Therapy stopped helping 1-1.5 months prior to her last call in 2016; (B)(6) 2016 was when the patient increased stimulation and felt uncomfortable stimulation but could tolerate it now.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient hardly felt stimulation. The patient fell last week and it hadn't been working since. The patient was back to frequency during the day and at night. The patient wanted to check the implant and see if it still set properly. The implantable neurostimulator (ins) felt like it got twisted. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) later reported that regarding what steps were taken regarding twisted sensation - pt stated that when they first put implant in the area was "smooth" initially, pt stated she rubbed a doorknob and it felt twisted (B)(6) 2015. Pt states today it feels flat again and smooth. Pt stated she did not see her doctor regarding this. The pt was very happy with the therapy device.